Manufacturer narrative:
No product has been returned for evaluation. Should new information becomes available a follow up MDR will be submitted.

Event description:
Received information stating patient was experiencing high bg's (low 200's). As per reporter they believe pump is delivering some boluses faster than others.